Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator for this implantable cardioverter defibrillator (ICD) was showing a red call doctor icon, three yellow collecting waves, two yellow sending waves and was not able to connect. A boston scientific company representative had referred the patient to the clinic. The communicator issue was not resolved. A new cellular adapter was sent. The communicator remains in service and the ICD has been explanted due to normal battery depletion. Additional information was received from the field representative mentioning that there was a yellow alert due to high, out-of-range right atrial (ra) lead pacing impedances. Both ra and ICD remain in service. No adverse patient effects were reported.

Event description:
It was reported that the communicator for this implantable cardioverter defibrillator (ICD) was showing a red call doctor icon, three yellow collecting waves, two yellow sending waves and was not able to connect. A boston scientific company representative had referred the patient to the clinic. The communicator issue was not resolved. A new cellular adapter was sent. The communicator remains in service and the ICD has been explanted due to normal battery depletion. Additional information was received from the field representative mentioning that there was a yellow alert due to high, out-of-range right atrial (ra) lead pacing impedances. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator for this implantable cardioverter defibrillator (ICD) was showing a red call doctor icon, three yellow collecting waves, two yellow sending waves and was not able to connect. A boston scientific company representative had referred the patient to the clinic. The communicator issue was not resolved. A new cellular adapter was sent. The communicator remains in service and the ICD has been explanted due to normal battery depletion. No adverse patient effects were reported.